Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The oad used during the procedure was returned and analysed, and functioned as intended with no anomalies noted. The diamondback coronary orbital atherectomy system instructions for use manual states that slow flow is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
The coronary viperwire guide wire was used to cross two 95% stenosed lesions in the mid left anterior descending artery (lad), following which slow flow was noted. The diamondback coronary orbital atherectomy device (oad) was then inserted and operated briefly, however the patient destabilized before the device could cross the lesion and the device was removed. Pharmacological intervention was performed to address the severe hemodynamic changes and an attempt was made to cross the lesion with a balloon, however this was not possible due to a lack of wire support. Cardiopulmonary resuscitation and defibrillation were performed per hospital protocol and a ventricular assist device was successfully deployed. A temporary pacemaker was inserted, the lesions were crossed with a non-csi wire and cascading balloon inflations were performed successfully. Multiple stents were placed across the lesions and revascularization was achieved. The patient was severely compromised after the procedure due to the severe infarct caused by the abrupt vessel closure. The patient was transferred to intensive care and expired the same day. Per the opinion of the physician, the viperwire guide wire contributed to the slow flow observed after lesion wiring. However, the abrupt closure and patient death were not caused by csi devices. The patient issues were due to the anatomy and severity of the lesions and the same outcome would have resulted from any coronary intervention.